Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed too often due to the hasps being bent and hitting the housing and the side of the latch. A field service engineer (fse) replaced the hasp to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the lock was not opening properly resulting in drawer failures that took a few attempts to open the drawer the customer reported that issue occurred when dispensing medications there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.